Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that during a cystoscopy it was discovered that the patient was experiencing urethral erosion from an artificial urinary sphincter (aus) cuff. The physician decided to surgically remove both 4.0 cm and 4.5 cm cuffs as it was unclear which component was associated to the erosion. During the procedure the physician explanted both cuffs, and the control pump and then placed a superpubic catheter. There were no known device malfunctions with the explanted device. No information was provided about the patient's outcome.